Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
On 06/08/2017 a peritoneal dialysis (pd) patient¿s clinic registered nurse (rn) stated the pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was experiencing mental status changes, peritoneal membrane failure subsequently requiring inpatient admission from the emergency room (ER) on (B)(6) 2017 and was admitted to the hospital on (B)(6) 2017 for peritoneal membrane failure and possible cardiac issues. The pdrn indicated there was no infection or event preceding the peritoneal membrane failure and felt it unrelated to pd therapy. Additionally, the patient¿s reported fill volume was 2000 milliliters prior to hospital admission. Review of the medical records revealed after admission on (B)(6) 2017 on an unknown date the patient¿s episode of atrial fibrillation required transfer to intensive care unit (ICU) for critical care monitoring and invasive monitoring for diltiazem drip. Pt. Underwent an transesophageal echocardiogram (tee) with cv and was initially successful but ¿2 days ago¿ (unknown date) reverted back to atrial fibrillation with cardiac rate in the low 100¿s. The cardiac electrophysiology physician (ep) started the patient on amiodarone, digoxin and coreg with recommendations to continue current medical /cardiac management until cardiac rhythm improved. During the hospitalization the patient also experienced c-difficile diarrhea and was treated with oral flagyl with noted improvement of symptoms. Additionally during hospitalization the patient developed a cough and rpp was positive for parainfluenza virus. The patient was placed on droplet precautions and treated symptomatically with robitussin and tessalon. Review of the received discharge summary revealed the patient was experiencing confusion with mental status changes, hepatic encephalopathy, and additionally atrial fibrillation with rapid ventricular rate (rvr). Furthermore the patient was diagnosed with metabolic encephalopathy, renal failure, mild hepatic encephalopathy with some signs of cirrhosis, likely congestive hepatitis secondary to congestive heart failure (chf) and continued renal failure (rf). Nephrologist made a decision to change renal replacement therapy (rrt) modality due to confirmed peritoneal membrane failure resulting in insufficient and effective removal of bodily toxins. Additionally noted in the discharge summary for this hospitalization that this patient had a chronically ischemic appearing left heel ulcer due to 75% pad in the left leg. The patient was seen on consult by vascular services and no intervention was needed but the podiatrist recommended offloading and continued wound care. The patient was about to be discharged when the electrophysiologist cardiologist (ep) noted several sinus rhythm pauses on cardiac monitor and cardiac medications were readjusted as follows: permanent pacemaker was on hold, amiodarone discontinued, dosage on the digoxin and coreg (carvedilol) is a beta-blocker) dose was decreased. Cardiology noted the patient had no further pauses since (B)(6) 2017. He was cleared by cardiology for discharge and the plan to continue to hold eliquis for 2 more weeks due to hematoma bleed secondary to fall. The plan was to restart the restart the eliquis but the patient was to undergo a repeat pelvis computerized tomography (CT) scan to ensure the psoas hematoma is stable without further internal bleeding. Discharge planning was initiated after cardiology clearance question of (B)(6) 2017 with the patient, the patient¿s son and case manager with plan to transfer patient to inpatient rehabilitation for continued post hospitalization recovery and continuing hd treatments on (B)(6) 2017. The patient was noted to being doing well and in stable condition.

Manufacturer narrative:
(B)(4). Peritoneal membrane failure conclusion: there is a possible /probable temporal relationship regarding the patient¿s return to ccpd treatments with fresenius products over the last 6 months and resulting development of peritoneal membrane failure, inadequate dialysis treatments, the patient experiencing change in mentation, developing metabolic encephalopathy, acute congestive heart failure (present on admission) subsequent in-patient hospitalization and critical care unit transfer for episode of atrial fibrillation with rvr, requiring further high acuity cardiology management and ongoing evaluation. The nephrologist made a decision to change renal replacement therapy (rrt) modality due to confirmed peritoneal membrane failure resulting in insufficient and effective removal of bodily toxins and hd treatments appropriately and significantly improved the patient¿s overall status. There is a causal relationship and contributory specifically this patient¿s highly complex and critical myriad of comorbid conditions specifically arrhythmia, atrial fibrillation, balance problem, coronary artery disease, diabetes mellitus insulin dependent and past history of coronary artery bypass (CABG) graft-4 vessels and hypertension. Post hd treatments, the patient¿s overall health status improved from admission baseline and the patient was transferred to inpatient rehabilitation facility for further recovery and continuation of hd treatments without reported issues. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2017 a peritoneal dialysis (pd) patient¿s clinic registered nurse (rn) stated the pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was experiencing mental status changes, peritoneal membrane failure subsequently requiring inpatient admission from the emergency room (ER) on (B)(6) 2017 and was admitted to the hospital on (B)(6) 2017 for peritoneal membrane failure and possible cardiac issues. The pdrn indicated there was no infection or event preceding the peritoneal membrane failure and felt it unrelated to pd therapy. Additionally, the patient¿s reported fill volume was 2000 milliliters prior to hospital admission. Review of the medical records revealed after admission on (B)(6) 2017 on an unknown date the patient¿s episode of atrial fibrillation required transfer to intensive care unit (ICU) for critical care monitoring and invasive monitoring for diltiazem drip. Pt. Underwent an transesophageal echocardiogram (tee) with cv and was initially successful but ¿2 days ago¿ (unknown date) reverted back to atrial fibrillation with cardiac rate in the low 100¿s. The cardiac electrophysiology physician (ep) started the patient on amiodarone, digoxin and coreg with recommendations to continue current medical /cardiac management until cardiac rhythm improved. During the hospitalization the patient also experienced c-difficile diarrhea and was treated with oral flagyl with noted improvement of symptoms. Additionally during hospitalization the patient developed a cough and rpp was positive for parainfluenza virus. The patient was placed on droplet precautions and treated symptomatically with robitussin and tessalon. Review of the received discharge summary revealed the patient was experiencing confusion with mental status changes, hepatic encephalopathy, and additionally atrial fibrillation with rapid ventricular rate (rvr). Furthermore the patient was diagnosed with metabolic encephalopathy, renal failure, mild hepatic encephalopathy with some signs of cirrhosis, likely congestive (B)(6) secondary to congestive heart failure (chf) and continued renal failure (rf). Nephrologist made a decision to change renal replacement therapy (rrt) modality due to confirmed peritoneal membrane failure resulting in insufficient and effective removal of bodily toxins. Additionally noted in the discharge summary for this hospitalization that this patient had a chronically ischemic appearing left heel ulcer due to 75% pad in the left leg. The patient was seen on consult by vascular services and no intervention was needed but the podiatrist recommended offloading and continued wound care. The patient was about to be discharged when the electrophysiologist cardiologist (ep) noted several sinus rhythm pauses on cardiac monitor and cardiac medications were readjusted as follows: permanent pacemaker was on hold, amiodarone discontinued, dosage on the digoxin and coreg (carvedilol) is a beta-blocker) dose was decreased. Cardiology noted the patient had no further pauses since (B)(6) 2017. He was cleared by cardiology for discharge and the plan to continue to hold eliquis for 2 more weeks due to hematoma bleed secondary to fall. The plan was to restart the restart the eliquis but the patient was to undergo a repeat pelvis computerized tomography (CT) scan to ensure the psoas hematoma is stable without further internal bleeding. Discharge planning was initiated after cardiology clearance question of (B)(6) 2017 with the patient, the patient¿s son and case manager with plan to transfer patient to inpatient rehabilitation for continued post hospitalization recovery and continuing hd treatments on (B)(6) 2017. The patient was noted to being doing well and in stable condition.